Manufacturer narrative:
No sample sent for investigation. (B)(4). Date submitted: 06/21/2010.

Event description:
The staff in dialysis unit noticed that air leaked into the catheter from the q-syte septum during the dialysis cycle.